Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2014¿patient underwent a hernia repair surgical procedure and, during the surgery a sepramesh ip hernia was implanted. On ni/ni/ni¿patient suffered multiple and severe painful injuries, including but not limited to, deformation of the mesh, severe abdominal pain, nausea, sickness, severe discomfort, suffering, pain and injuries to his whole body. Sepramesh ip were defective. Patient sustained and will continue to sustain damages in the future, including but not limited to, the following: permanent physical injury to his body as a whole, physical and mental pain, suffering and anxiety in the past and future.